Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 8 bd vacutainer® sst¿ blood collection tubes experienced an air bubble within a tube or gas syringe which was noted prior to use. The following information was provided by the initial reporter: material no. 367985, batch no. 9172620 and 9172620. It was reported air bubbles were present in several vacutainers before use. Verbiage: immediately after the site initiation visit for an internal bd study, the above mentioned tubes were found to appear defective, i.e., the barrier gel has voids and/or bubbles. As this study is specifically examining how well the gel barrier performs during simulated shipping over shelf life, it was felt that this "defect" may affect the study results and were removed and replaced with tubes from the same lot that appear normal. Catalog #: 367985, lot #: 9172620, expiration date: 30 june 2020. Catalog #: 367985, lot #: 9172621, expiration date: 30 june 2020.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9172621. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-21. Medical device lot #: 9172620. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® sst¿ blood collection tubes experienced an air bubble within a tube or gas syringe which was noted prior to use. The following information was provided by the initial reporter: material no. 367985, batch no. 9172620 and 9172620. It was reported air bubbles were present in several vacutainers before use. Verbiage: immediately after the site initiation visit for an internal bd study, the above mentioned tubes were found to appear defective, i.e. The barrier gel has voids and/or bubbles. As this study is specifically examining how well the gel barrier performs during simulated shipping over shelf life, it was felt that this "defect" may affect the study results and were removed and replaced with tubes from the same lot that appear normal. Catalog #: 367985. Lot #: 9172620. Expiration date: 30 june 2020. Catalog #: 367985. Lot #: 9172621. Expiration date: 30 june 2020.